Manufacturer narrative:
Batch review performed on 04/08/2015: code: 15.10.10.0131- lot: 1112268b: (B)(4) item produced and released on 09/03/2014. No anomalies found related to the problem. On 04/08/2015, our r&d dept made the following analysis on the retrieved piece: the pin broke after many usages with variable loads that progressively weakened its critical section.

Manufacturer narrative:
On (B)(6) 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On (B)(6) 2015 the report was sent to the initial reporter and the case was closed.

Event description:
Imp ref#: (B)(4).